Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 53 mg/dl. Customer was in auto mode at the time of low blood glucose event. Customer called in for issues with sensors and did advised tried to calibrate. Customer declined troubleshooting for the low blood glucose. The insulin pump was not returned for analysis.